Manufacturer narrative:
(B)(4). The occurrence date was corrected as additional information was received during follow-up from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is the sixth occurrence related to (B)(4). A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿male end¿ of a high flow rate extension set cracked and broke. The reporter stated that during set-up ¿the male end crumbles in [the staff member's] hand and part also gets stuck in the y-site of the IV tubing." There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. During visual inspection the male luer lock was observed to be cracked. The reported problem was verified. The cause of the problem was the alcohol used to disinfect connections, which can act as a bonding agent if not allowed to dry, making disconnection difficult. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was found to be of this lot number upon receipt. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.